Event description:
The customer reported that the sys was shutting down on its own. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system software was reloaded. The system was then found to be operating as intended.